Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported patient was receiving tacrolimus at a rate of 3.1ml per hour. Normal saline was also infusing at 6.9ml per hour. During shift change, day clinician handed off that the tacrolimus bag was due to be changed and the remaining amount is at the chamber already. Confirmed that the tacrolimus bag has minimal amount at the bedside but the volume remaining on the pump read about 150ml remaining. Upon clinician call for a new bag, pharmacy stated the currently infusing bag started on (B)(6) 2024 should have lasted longer. Clinician informed about the bag being almost empty and removed the pump along with its channel for further investigation. New bag was sent by pharmacy and has been started based on the ordered dose. There was patient involvement however no patient harm. Devices were not sequestered and will not be sent for investigation.

Event description:
It was reported patient was receiving tacrolimus at a rate of 3.1ml per hour. Normal saline was also infusing at 6.9ml per hour. During shift change, day clinician handed off that the tacrolimus bag was due to be changed and the remaining amount is at the chamber already. Confirmed that the tacrolimus bag has minimal amount at the bedside but the volume remaining on the pump read about 150ml remaining. Upon clinician call for a new bag, pharmacy stated the currently infusing bag started on 16sep2024 should have lasted longer. Clinician informed about the bag being almost empty and removed the pump along with its channel for further investigation. New bag was sent by pharmacy and has been started based on the ordered dose. There was patient involvement however no patient harm. Devices were not sequestered, and will not be sent for investigation.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device over infusing tacrolimus was not confirmed through a review of the device logs. A review of the concomitant pcu event logs showed on (B)(6) 2024 at 11:20 am the suspect pump module s/n (B)(6) was attached to concomitant pcu. At 12:25 pm a remote intravenous (IV) message was received for a tacrolimus infusion; dose=0.3 mg/day; tacrolimus (drugid=908); rate=3.125 ml/h; volume to be infused (vtbi)=250 ml. At 2:22:40 pm, the device alarmed patient side occlusion. On (B)(6) 2024 at 12:12:14 pm, the device alarmed air in line. At 9:05:26 pm the unit was channeled off. Primary volume infused (pvi) at the start of the infusion was 2215.1 ml, at the end of the infusion pvi was 2317.37 ml. Total amount of tacrolimus medication infused was calculated by dchu to be 2317.37-2215.1 ml=102.27 ml. The reported incident date of (B)(6) 2024 was not able to be confirmed; the log analysis did not find any infusions performed on this date, only power on and off of the pump module. External and internal inspection could not be performed due to the devices not being returned for investigation. Testing could not be performed due to the devices not being returned for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 80 hours was terminated early after only infusing for approximately 30 hours. Bd alaris system user manual v9.19, states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device over infusing tacrolimus was not identified during the investigation. Review of the device logs alone could not demonstrate probable cause for the reported complaint and no fault was found to be attributing to the reported incident.